Event description:
I have been using the medtronic paradigm 551, minimed 530g for about a year, and the enlite sensors for about 2 months. However, about one month ago, on (B)(6), I tried to upload my enlite glucose data to the medtronic system using the latest (B)(6) operating software - only to be told that the new software is not compatible with (B)(6). "They're working on it". Since then, I have called and been told the same thing. Two weeks ago, I called and was told that it is an FDA problem. They were waiting for the FDA approval. Of course, not knowing the details, this sounds strange to me. I have not used the glucose sensors since (B)(6). All I know is that I have invested a great deal of time and effort to incorporate these products into my life, not to mention the money spent by my insurance carrier for these enlite sensors that are time sensitive - and there appears to be no recourse. Since "the blame" has been placed with the FDA, I have no where else to turn to rectify this situation.